Event description:
Generic glucose strips by unistrip, tech reads 30 - 60 numbers higher than the one-touch ultra strips. Did change code on meter. Had tests done in dr.'s office and pharmacy, which were in line with one touch supplied by (B)(6). Returned..